Event description:
According to the reported complaint, personnel at the nursing home states they had to send a pt to the hosp because the catheter didn't have a tip. She said they tried looking for the tip but couldn't find it. Never checked the catheter before inserting it. At this time co is not sure how the pt is doing but she believes it will all be okay; they just got very scared.